Manufacturer narrative:
Philips service restored the pc image disk and handed over the system in working condition. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that exposure failure occurred due to a corrupted pc image disk on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.